Manufacturer narrative:
On 29-nov-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse attempted to perform troubleshooting with the customer and found that the customer has never run quality controls for pr2. The customer wants to run pr3 calibration and will run and call if error continues. The customer called back and still unable to complete calibration, all results are flagged me after the customer skipped the calibration check. The customer states will purchase another analyzer. The most probable cause of the reported event has not been identified because an investigation was not performed because the customer refused service. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 3003 (waiting for temperature) with the aia-360 analyzer. The customer attempted to run calibration and still getting error, repowered and still error persists. The customer is unable to run prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.